Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the analyzer's patient connection was broken. The analyzer was sent to be repaired. (B)(4).

Event description:
It was reported that the patient connection of the analyzer was broke off. The analyzer was returned for repair. The analyzer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.